Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion. It was reported that it was not possible to deploy 6/7f mynxgrip vascular closure device (vcd) plug. There is no reported patient injury. There was no damage or anomalies noted when the device was removed from the package. The deployer was trained on mynx devices. There device was noted to prepped normally. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was not returned. Visual inspection of the catheter shaft at high magnification revealed that both tamp locks were dislodged and abutting the balloon. Adhesive residue was observed on the polyimide shaft at the corresponding tamp locks position. Plastic elongations were noted on the catheter shaft which is a sign of application of excessive force during shuttle down. A review of the manufacturing documentation associated with lot f1613201 presented no issues during the manufacturing process that can be related to the reported event. The reported failure ¿failure to deploy¿ was confirmed. This issue appears to be related to the application of excessive force during deployment, resulting in both tamp locks being dislodged. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time.

Event description:
It was reported that it was not possible to deploy 6/7f mynxgrip vascular closure device (vcd) plug. There is no reported patient injury. The device will be returned for analysis. There was no damage or anomalies noted when the device was removed from the package. The deployer was trained on mynx devices. There device was noted to prepped normally. There is no additional information available.